Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unknown indigo drill handpiece, serial/lot #: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the number of rotations did not go up and smoke was emitted within a minute, it was being used in forward mode. There was no patient involved in this event.

Manufacturer narrative:
H3: product analysis found that, unable to confirm the reported issue. Rotation speed is ok. There was no smoke, but abnormal noise. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unknown indigo drill handpiece, serial/lot #:unknown, ubd: , UDI#: unknown; h6 : applicable codes are fdm b17, fdr c20, fdc d1102 and additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.